Manufacturer narrative:
(B)(4). During baxter's evaluation, the unauthorized repairs to the device were confirmed. Evaluation found that unit # (B)(4) possessed components not original to the device. Review of the DHR shows that the I/o printed circuit board (pcb), processor pcb, force sensor, and lower auxiliary do not match the lot/serial number specific to each component for this device. This is an indication that the mechanisms are not original to the device and were installed outside the factory, an operation that is not permitted. These unauthorized repairs performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device was removed from service. See scanned page.

Event description:
During baxter's evaluation it was found that a spectrum pump had evidence of unauthorized repairs. There was no pt involvement.